Event description:
It was reported that tip of the t25 driver was broken during use in surgery. No patient complications reported.

Manufacturer narrative:
The device was not returned to medtronic for evaluation. A review of the device history records found no documentation to indicate a non-conformance to specification. Unable to determine cause of the event.